Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead is undersensing and has intermittent loss of capture (loc). Follow-up with the physician's office determined that the patient was experiencing atrial fibrillation and ventricular tachycardia, and that the patient's medications were changed. The lead remains in use. No patient complications have been reported as a result of this event.